Manufacturer narrative:
Concomitant medical devices: competitor's glide wire, oscor destino steerable sheath, berenstein catheter, micropuncture. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a thoraco abdominal aneurysm repair, that four flexor high-flex ansel guiding sheath were leaking blood out of the back of the sheath. The procedure was performed via the axillary artery in the shoulder and the femoral artery in the groin. This report addresses the complaint device in the axillary artery. Another manufacturer's glide wire was in use through the complaint device. According to the initial reporter, the complaint device did not separate. Pressure bags were required in order to stop the leakage of blood from the site. The physician and anesthesiologist estimated blood loss between 500 ml to 900 ml (milliliter). A blood transfusion of one unit was required during the procedure. Patient outcome was reported "fine" post procedure. The complaint device was discarded by the user facility; therefore, it is not available for return to the manufacturer. The lot information is unknown. Please reference associated medwatch numbers: 1820334-2018-01911, 1820334-2018-01913, 1820334-2018-01914.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: it was originally reported that the user employed an axillary access route, but the actual access was obtained via a femoral groin route. Investigation evaluation: a review of the complaint history, documentation, instructions for use (IFU), quality control, and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed.